Event description:
It was reported that after initial device interrogation the voltage measurement was 2.57v, which is below the 2.59v rrt value, but no rrt indicator was found. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.